Event description:
It was reported that pump battery depleted too fast and led to pump shutdown, after which customer saw blood glucose reading display ¿high¿ with exact value unknown. Customer delivered correction bolus with pump and did not require assistance from third party, and there was no additional information received regarding any further impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.